Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine in-clinic follow up in (B)(6) 2017, the battery life was shown to be "< 3 months". It was also noted that the telemetry could not be obtained; interrogation was performed several times changing the place of wand. During a device check on (B)(6) 2017, the device was able to be interrogated and the battery life was shown to be ¿4.25-7.75yrs". No intervention has been done as the device remains implanted and will be monitored. The patient is in stable condition.